Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to shorted pins (agnd and belt dischg) at the ECG c & d cable connector inside the distribution node. The cause of the short was likely a loose wire strand that became dislodged during handling of the belt. A review of the last patient's flag files indicates no issues with ECG acquisition during use. The patient reported no issues with the belt, and the belt was returned for routine maintenance to the distributor after 3 months of use. The root cause of the loose wire strand was unable to be positively identified. This is the first known report of this type of failure and appears to be an isolated incident. No adverse event resulted from the defective electrode belt.